Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 300 mg/dl. The customer was treated with the pump. Customer declined to troubleshoot for high blood glucose and mentioned that he can't see out of his right out due to his high blood glucose. Customer agreed to return his pump for failure analysis and went over the oow policy.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had a cracked case at the display window corner, cracked battery tube threads, and minor scratches on the display window.